Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking on the housing and contamination on the upstream sensor seal. Review of the event history log showed an occurrence of error code 1720. Functional testing duplicated the reported issue. The investigation determined that a broken wire on the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device exhibited error code 1720. There was unknown patient involvement and unknown patient harm/adverse event reported.